Manufacturer narrative:
The distal end of the sensor broke off. It was reported that all fragments of the sensor were successfully removed. The broken sensor was requested but never received, thus, no visual inspection could be performed in-house. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Despite multiple follow-up attempts being made to gather additional information, no response was received from the hcp.

Event description:
On 01 may 2024, senseonics was made aware of an incident where the sensor broke during the sensor removal. All fragments of the broken sensor were successfully removed.